Event description:
It was initially reported that the patient claims that he has suffered a disability due to vns implantation and adverse events. Follow-up was done with his treating physician's office. The nurse was unaware of any disability of that the patient was having. The physician was out of town and unable to comment on that the patient was referring to. The office said that all adverse events that the patient experienced was reported the manufacturer as part of a clinical study. Review of the history the manufacturer had on the patient indicated that the patient had coughing and voice alterations following implant surgery which was believed to be related to implant. It is unknown if that was what was meant by the patient as a disability.

Event description:
Additional information that was received that indicated that the "disability" that was reported was just that the patient had voice alteration. No additional information was provided.

Event description:
Additional information was received that the patient did have their generator disabled.

Event description:
Additional information was received indicating that the vns patient device was disabled on (B)(6) 2011.

Event description:
Review of the patient's available programming history available in the in-house database revealed that on (B)(6) 2011, system diagnostics were within normal limits, but that the dc-dc converter code value had dropped to 0. Previously on (B)(6) 2010, the system diagnostics results were within normal limits with dc-dc converter code value of 3. A significant decrease in dc-dc converter code value on the system diagnostics (e.g., ¿3¿ to ¿0¿) from prior system diagnostics may indicate a lead problem. The patient previously reported that the reason the device was disabled on (B)(6) 2011 was due to the belief that vns therapy did not help him. The physician did not provide any further information on the patient's symptoms.

Manufacturer narrative:
Manufacturing records were reviewed. Review of the device history records confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.